Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the high glucose alarm failed to trigger with the freestyle libre 2 sensor. The customer had symptoms of weakness, light-headed, and dizzy. The customer had contact with healthcare provider, was diagnosed with hyperglycemia, and treated with insulin and serum. There was no report of death or permanent injury associated with this event.